Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No lens was returned with the product. The device was returned loose in the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted into the mid nozzle. No lens returned. The correct nozzle confirmed on the device. No problem found. The product investigation could not identify the root cause for the reported complaint "not coming out of cartridge properly" as no lens was returned. Lens position for the advancement cannot be confirmed. No damage was observed to the device. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that the intraocular lens (iol) did not come out of the cartridge properly during a lens implantation procedure. The device was replaced and the procedure was completed without patient harm.